Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The consumer reported that everything was going great except for the last few months. The consumer reported that the patient was unable to control himself. The consumer reported that there were 6 to 7 occasions in the last 4 months, the patient had one on the day prior to the report and couldn't make it home and one as soon as he got up on the day of the report, he barely made it from the kitchen to the bathroom. The consumer reported that the device was implanted for bowel incontinence. The consumer reported that the patient had it at a very high level, at one point it was like he was jolted. The consumer reported that it was worked up to a level where he felt it at 7 something, now at 3.8 volts and a month prior to the report the patient got like a jolt of pain and then lowered it and was okay. The consumer reported that it was like a shock, hadn't had it since. The consumer reported that the patient wasn't feeling stimulation at the time of the report and the therapy was on. The consumer reported that last night the patient was on 3.8 volts and raised to 4.1 and felt it last night but not on the day of the report. The consumer reported that the patient fell a few months prior to the report, slipped outside and fell on the concrete walk way and could be related. The consumer reported that the patient landed on his back side. The consumer reported that the pain went away within a couple of days. The consumer reported that as soon as he lowered stimulation the pain went away. The consumer reported that the patient didn't go to the doctor because the patient didn't have any incidents. The consumer reported that the patient¿s symptom control was 50% or greater if you look at it over a year, but recently had a lot more incidents. The consumer reported that the patient increased and decreased on their own.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.